Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown. Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient ¿recently in the last month¿ stated that their ins moved inside of them. The patient stated that they had gained a ¿little bit of weight¿ so they wondered if that was the cause. The patient denied any falls/traumas. Patient services advised the patient to follow-up with their healthcare provider (hcp) if the patient had issues with charging or connecting to their ins in case it moved. The patient then continued, stating that for the past week ((B)(6) 2020) they had not been able to charge their ins. They stated that the screen that they saw when they connected to their ins was ¿charge your neurostimulator¿ screen, but if the patient pressed the green button to charge their ins they didn¿t get to the charging screen. The patient stated that they used their belt and they had moved the antenna around and they couldn¿t get any coupling boxes. The patient indicated that there was no damaged on their antenna and they had denied any falls or traumas. An email was sent to the repair team to send the patient a new recharger antenna as the patient was not able to connect to the ins to charge it, though was noted that the battery did have some charge in it. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 37791, serial# unknown. Product type recharger. Correction: the implant date was missed on the initial report. Implant date is documented in this report. If information is provided in the future, a supplemental report will be issued.